Event description:
On 8-11-99, the account abtained an axsym b-hcg result of >1000 mlu/ml. The sample was repeated 1:10 (909 miu/ml) and 1:200 (1223 mlu/ml). The physician questioned the result. The sample was repeated and was 5352 mlu/ml. Pt was being monitored for possible ectopic pregnancy. There was no impact to pt mgmt at this time.